Event description:
The complainant reported that during an autoclave cycle (date unk) the locking drill extender separated. There was no indication from the complainant of any adverse effect to the pt as a result of the reported event.

Manufacturer narrative:
Visual examination of the returned part confirms the drill extender had separated. All three components the body, shaft, and the shim showed evidence of rusting. Microscopic analysis revealed two fractures on the body section, both fractures originating from the neck and extending downward. The fractures were 1.58 mm apart, the left fracture measured 5.35 mm, and the right measured 2.35 mm. The most probable cause of the reported issue is corrosion, and normal wear and tear. It was determined that this customer purchased this device on (B)(6) 2010. The actual extent and conditions of drill usage are unk. Keystone dental warrants its drills and torque wrenches to be free from defects in material and workmanship 90 (ninety) days from the date of the original invoice. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Further, drills should be replaced after approx twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. Product is supplied by keystone dental as a non sterile device, consequently, there is no exp date noted. (B)(4).